Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the clip multiple times, shook the catheter, and torqued the scope, but was unsuccessful. The device was pulled off of the tissue, causing extra bleeding. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.